Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture. No intervention was performed. The patient was in stable condition.